Event description:
Balloon rupture reported. A pt was having a pa catheter inserted. The catheter balloons are routinely checked by the clinicians after insertion through the contamination sheath, and there were no reports of any problems with the balloon prior to insertion into the pt. The introducer was already in place in the pt. After 3 unsuccessful attempts, a fourth catheter was inserted into the pt and the balloon inflated and catheter advanced. They attempted to maneuver the catheter into the correct position, but were unable to do so. They then attempted to deflate the balloon and when they couldn't seem to do so, they aspirated with the syringe to the balloon port and obtained blood. The catheter was removed and the balloon was noted to be ruptured. A fifth attempt was made to insert another catheter with the same scenario as above reported to have occurred. The catheter was removed and not replaced. The next day, another manufacturer's pa catheter was placed without difficulty. The customer states no pt harm occurred related to this event. The pt is very sick and has developed the add'l complication of adult respiratory distress syndrome requiring a tracheostomy and ventilator.